Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had not reported the symptoms. The customer was treated with manual injection. Customer stated that her pump died and she was sent a new battery. Ever since then she has been having problems. The pump just shuts off. It went off in the middle night and now sugars are like 400 mg/dl. Customer declined troubleshoot for high blood level. Customer stated that pump is not alarming at time of call. Customer also stated that they check alarm history found power loss-today-after battery change. The product was returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specifications. It passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump trace download analysis confirmed the pump alarmed low battery alert, power loss alarm and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alert, power loss alarm and replace battery now alarm due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The device was received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.